Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer reported the infusion set cannula to appear bent. The customer stated that the reservoir alarmed no delivery. The customer stated that the alarm did not occur during manual prime. The customer was unable to troubleshoot for high readings because the connection was lost. The product was not returned for analysis.